Manufacturer narrative:
Date of event is an unknown date in 2020. This report is for an unknown drill bit/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2020, the 2.0mm threaded drill guide with depth gauge stripped two unknown drill bits. Drill bit would not go through the guide. After visual inspection to figure out why, it was discovered that the tip of it is bent. A different drill guide was used instead. Procedure successfully completed with no delay. There was no patient consequence. This report is for an unknown drill bit. This is report 2 of 3 for (B)(4).